Event description:
It was reported the customer was experiencing high blood glucose for last 24 to 48 hours. Customer stated blood glucose was not very high. Customer changed the infusion set as customer thought it might be absorption, high persisted. Customer stated when customer changed the reservoir it was damped and the reservoir compartment had a strong order of insulin. No moisture was noted inside the device or reservoir compartment. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.